Manufacturer narrative:
Updated for health impact grid and and evaluation code grid.

Event description:
It was reported if the intellivue x2 measurement server is disconnected from the mx450, no alarm sounds are triggered on the x2. The device was not in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips field service engineer (fse) could find no issue with the device. The device was operating as normal. The fse suggested to the customer that the qrs tone could have been switched off in configuration settings. Based on the information available and the testing conducted, the cause of the reported problem was unknown. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required.

Event description:
It was reported if the intellivue x2 measurement server is disconnected from the mx450, no alarm sounds are triggered on the x2. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting institution phone: # (B)(6). E1: reporter phone #: (B)(6).